Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area, remove the o-ring found on it, and attempt to reload the original cartridge. The customer followed these steps and successfully resumed insulin therapy.